Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform displacement test due to blank display. Unit also received with cracked case(battery tube) and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that their insulin pump was exposed to moisture and cracked at the belt clip. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.